Manufacturer narrative:
A lot history review was performed. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. The investigation is confirmed for filter tilt and filter migration. However, the investigation is inconclusive for perforation of the ivc as there is no clear evidence to confirm for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model 2220j vena cava filter allegedly perforated, tilted and migrated. This report was received from one source. The event involved a (B)(6) year old female whose weight was not provided. Patient had no reported injury.